Event description:
Stryker reference #: (B)(4). It was reported that several in-light camera covers have shown signs of the glass cracking when they come out of sterilization.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. There is no expiration date for this product. Three camera covers with the cracked glass condition were returned to manufacturer and visually evaluated on (B)(4) 2011. Additional eval is being pursued. The catalog number provided is for the in-light camera cover which is the component identified as allegedly malfunctioning. Eval summary: the glass of the sterilizable in-light camera covers was reported to have shown signs of cracking after going through a sterilization process. Samples of these cracked camera covers have been returned to the manufacturer and visually evaluated and are currently being sent out for additional eval. No conclusion as to the cause of this reported event can be determined at this time. There was no pt involvement and no report of any adverse consequences to the pt or caregiver.